Manufacturer narrative:
The hill-rom tech thoroughly tested and inspected the bed and found no issues. The bed exit functioned as designed. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the scale would not work and the bed exit would not set. The bed was located in the basement repair area. There was no pt/user injury reported. (B)(4).